Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening and instability. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 17 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral loosening, instability, pain, discomfort, swelling, stiffness, grinding and/or popping of the knee, inability to bear weight, buckling, and gait impairment. Initial surgery and revision surgery operative notes were provided. Findings also indicated synovitis with particulate debris consistent with early polyethylene wear versus cement disease and scar tissue around the patella button. The surgeon performed a revision of the femoral and tibial components. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm; (B)(6), 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t; (B)(6), 02-012-60-1425 - logic stem ext 14mm x 25mm; (B)(6), 204-70-00 - tibial stem ext. Screw; (B)(6), 200-07-29 - advanced patella 29m 3 peg implant. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00697. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.